Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported via social media that following a cataract surgery with an intraocular lens (iol) implant procedure, an additional procedure was required to rotate the iol. Her vision was blurred the entire time until she healed enough to have the corrective surgery about 6 weeks. No further information is expected.